Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an elderly female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included swelling of legs, shoulder bursitis and grand multiparity. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), swelling ("swelling"), fatigue ("fatigue"), abdominal distension ("bloating"), migraine ("migraine,"), feeling abnormal ("brain fog"), hypothyroidism ("hypothyroid"), alopecia ("hair loss"), premature menopause ("early menopause") and food intolerance ("food intolerances") and was found to have weight increased ("weight gain"). The patient was treated with surgery (lap vaginal,hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the back pain, arthralgia, fatigue, abdominal distension, migraine, feeling abnormal, alopecia, premature menopause, weight increased and food intolerance outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, back pain, fatigue, feeling abnormal, food intolerance, hypothyroidism, migraine, premature menopause, swelling and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2005: occluded right and left fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('back pain') in an elderly female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included swelling of legs, shoulder bursitis and grand multiparity. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("joint pain"), swelling ("swelling"), fatigue ("fatigue"), abdominal distension ("bloating"), migraine ("migraine"), feeling abnormal ("brain fog"), hypothyroidism ("hypothyroid"), alopecia ("hair loss"), premature menopause ("early menopause") and food intolerance ("food intolerances") and was found to have weight increased ("weight gain"). The patient was treated with surgery (lap vaginal,hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the back pain, arthralgia, swelling, fatigue, abdominal distension, migraine, feeling abnormal, alopecia, premature menopause, weight increased and food intolerance outcome was unknown. The reporter considered abdominal distension, alopecia, arthralgia, back pain, fatigue, feeling abnormal, food intolerance, hypothyroidism, migraine, premature menopause, swelling and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2005: occluded right and left fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.